Manufacturer narrative:
Date of event: unknown. The date of notification has been used for this field. Medical device expiration date: unknown. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for tubing detachment was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the manufacturing and inspection records of the lot concerned were reviewed and no abnormality, which could be related to the reported event was found. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. Bd was unable to confirm this complaint.

Event description:
It was reported that whilst taking blood with the butterfly needle the tubing came away from the needle base, allowing blood to flow freely. There was no report of serious injury, blood exposure, or medical intervention.